Event description:
Spontaneous. Patient reported that they spike gammagard liquid vial with minispike and tried to transfer med to syringe, but med is not staying in the syringe; it's going back into the vial. Rph(registered pharmacist) informed pt to try another minispike and syringe. Pt confirmed using a different minispike worked. Unknown if patient missed a dose, experienced an adverse event, or if defective device is available for return. No further information. Reported to (B)(6) by pt/caregiver.